Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. It is reported customer is experiencing platelet clumping in specimens. Verbiage received, "we¿ve been experiencing issues with the 3 ml lavender vacutainer tube. This issue has been popping up for a bit now which has led to isolating this lot. Platelets clumping with no change in blood draw method."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. It is reported customer is experiencing platelet clumping in specimens. Verbiage received, "we¿ve been experiencing issues with the 3 ml lavender vacutainer tube. This issue has been popping up for a bit now which has led to isolating this lot. Platelets clumping with no change in blood draw method."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, 5 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to sample quality were observed. Retians were submitted to chemistry lab testing and no issues relating to sample quality were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h10.